Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block h6: device code 1074 captures the reportable event of balloon burst. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: investigation result: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located in the proximal section of the body of the balloon. A microscopic examination was performed and a balloon pinhole was found; therefore the reported issue of balloon burst was not confirmed. It is possible that interaction with scope and other devices during procedure could create friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the balloon burst at the distal tip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the balloon burst at the distal tip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.